Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer stated that she has called in several times about no delivery alarms. Customer's blood glucose was 242 mg/dl at the time of the incident. Customer was explained that the recurring no delivery alarms may be due to site, set, or reservoir issues. Customer stated that the tubing was not bent or kinked. Customer does not want to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner and a cracked reservoir tube lip.